Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter provided results of 17.4 and 3.8 mmol/l performed within 20 minutes of each other on the same meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. Lifescan has not yet received the meter for evaluation therefore cannot confirm or deny the alleged inaccuracy. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/17/2013 and 7/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.